Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) detected an out of range (high) shock impedance on the defibrillation lead. Upon invasive procedure the defibrillation lead popped out of the header. The device was explanted and replaced. The defibrillation lead was tested with the new device and no anomalies were present, thus it remains in service. The physician suspected that the lead was not properly secured within the header of the device.